Event description:
At about 1 year 10 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (10 to 12 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 january 2025: lot: 2240038: (B)(4) items manufactured and released on 15-dec-2022. Expiration date: 2027-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.